Event description:
After the purchase of the curettes in early april the new currette was put into service. The currette bent within five business days. The customer reported that the instrument was in contact with a patient. No patient injury was reported.